Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), tooth disorder ("dental problems"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, device expulsion, abdominal pain, tooth disorder, gastrooesophageal reflux disease, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, device expulsion, gastrooesophageal reflux disease, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: removal recommended by treating physician. Discrepancy noted as (B)(6) 2008 for insertion date of essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2006: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), tooth disorder ("dental problems"), gastrooesophageal reflux disease ("gastrointestinal or digestivesystem condition type: gerd") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, device expulsion, abdominal pain, tooth disorder, gastrooesophageal reflux disease, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, device expulsion, gastrooesophageal reflux disease, pelvic pain, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: removal recommended by treating physician. Discrepancy noted as (B)(6) 2008 for insertion date of essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2006: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet and mr receive: new reporter, patient demographics , lab data added. Event migration of essure device location of device: uterus, dental problems, hair loss, weight gain added. Essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: removal recommended by treating physician. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- case become incident as removal details were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.